Event description:
The account alleged the hilow was not functioning and they had found corrosion on the power supply board. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.